Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified cephalic vein. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with another of same device. There were no patient complications nor injuries reported and patient condition was good post-procedure.